Event description:
Pt required surgical removal of bilateral breast implants. Left silicone implant present for greater than 5 years, right saline implant present for 5 years; problems with capsular contracture". Left silicone implant ruptured. Required new implants and capsulectomy.